Event description:
The complainant reported the catheter separated from the hub during a procedure. Clean contrast was sprayed. The catheter was replaced. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: one used sample was returned. Visual inspection confirmed the failure as reported. The device was examined under magnification. It is noted that the complainant stated the incident occurred at 1100 psi, which exceeds the maximum pressure limit found on the product label (ie, 1050 psi). Performance testing on 10 units from inventory of the same lot was performed. The 10 units all leaked. The lot history was reviewed and three additional complaints have been received. The exact root cause of the failure could not be identified. A new hub bonding process was implemented subsequent to this lot manufacture and prior to receiving this complaint. Merit will continue to monitor for any increasing trends associated with this complaint. Evaluation: device history record and complaint data was reviewed. Results: catheter.